Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional in india of peritonitis in a patient coincident with dianeal pd2 (dianeal pd-2 peritoneal dialysis solution with 2.5% dextrose) therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin 2 g one exchange-ip, fortum 500 mg one bag once daily-ip and tobramycin 40 mg one bag.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.